Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had drive line exit site discharge. The patient noticed brownish discharge from the exit site which became thickened and more in volume. The patient remained afebrile, hemodynamically stable, non-hypoxic in the emergency room (ER). Hemoglobin and hematocrit (h/h) was measured at 6.5 gm/dl/23.6% and a repeated measure was 7.1 gm/dl/25.5%. A computed tomography (CT) scan of the abdomen/pelvis showed peri-driveline cellulitis at the left intra-abdominal wall without abscess. The patient was treated with zosyn and vancomycin. Vancomycin was stopped due to an itching reaction with no rash that resolved with benadryl. The patient was continued on doxycycline 100 mg twice daily. Cultures grew staph aureus that was pan-sensitive. The patient was further treated with intravenous (IV) cefazolin as inpatient. Infectious disease recommended switching to oral doxycycline for 4 weeks after discharge. The event resolved on (B)(6) 2020 and the patient was subsequently discharged. No further information was provided.